Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, as the device was not returned for analysis this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently, after the initial report was filed it was noted the procedure was to treat a mildly tortuous, mildly calcified proximal left anterior descending artery that is 90% stenosed. No additional information was provided.

Event description:
It was reported that the copilot did not connect to the unspecified guiding catheter. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.